Event description:
It was reported that the patient presented to the emergency department. A device check was performed and showed the right ventricular (rv) lead experienced oversensing with an elevated sensing integrity counter (sic). The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.